Event description:
Per the clinic, the device was explanted (date not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Correction: the initial MDR submitted on september 15, 2023, was filed inadvertently. No device explantation has occurred.